Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient is needing MRI of abdomen, caller is inquiring if the patient is eligible. The caller reported that a note from the patient's hcp indicated that the "battery failed". The caller was unable to clarify further. There were no  patient complications reported at this time.